Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when retracting the liver on a laparoscopic sleeve gastrectomy, the fabric tore when sheath retracted. They opened another device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The introducer for device two and three was torn open from the distal end down towards the handle. The introducer for device two was not returned with device. Device one and device two had partially open paddle retractors. Device one and device two had no paddle cover on the frame of the paddle. Shaft of device three was bent and was still within trocar. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of open paddle retraction may occur when the paddle is retracted with the paddle in a partially open state. Pushing the white seal housing forward over a paddle that is not fully closed will cause stretching and breakage of the introducer. The instructions for use (IFU) clearly states: to retract the paddle, turn the black rotation knob clockwise until the paddle is fully closed. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.